Event description:
During a clinic follow-up, a decrease in the battery longevity was noted on the device. It was suspected that there was an overestimation of the device longevity. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.